Manufacturer narrative:
Product ID 3777-60, serial# (B)(4), implanted: 2012 (B)(6), explanted: 2014 (B)(6); product type lead product ID 3777-60, serial# (B)(4), implanted: 2012 (B)(6), explanted: 2014 (B)(6); product type lead product ID 37754, serial# (B)(4); product type recharger product ID 37744, serial# (B)(4); product type programmer, patient product ID 3777-60, serial# (B)(4), implanted: 2012 (B)(6), explanted: 2014 (B)(6); product type lead product ID 3777-60, serial# (B)(4), implanted: 2012 (B)(6), explanted: 2014 (B)(6); product type lead. (B)(4).

Event description:
It was reported that the patient never had therapeutic effect and the spinal cord system was explanted. The patient reported that she was getting stimulation mostly in the legs and not in her back where she really needed it. It was noted that the patient never received 50% reduction in pain in her back and was reprogrammed with no change. In order for her to feel stimulation in her back, she would have to turn it up so high and it would be uncomfortable in the legs. The patient was reprogrammed unsuccessfully. She then quit using the device several months ago and let her battery get overdischarged. It was noted that the patient wanted the system explanted. It was noted that the patient got a pump and catheter implanted at the time of explant.